Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the obstruction from gantry cable ch ain/ tray has been removed. The hardware passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that  during a sacroiliac and thoracolumbar procedure the system would have an error stating that the spin had been terminated. Additionally it was noted that there was a "thumping" noise when spinning. This is a replicable issue. They tried using the foot switch with the same results. The site aborted use of the imaging system. No impact on patient outcome. There was a delay less than 1 hour. There were no unused spins (no dose report needed). They received the early terminated spin message at the very end of the spin and all slices transferred with no issues.